Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that an alert was heard and a subsequent device check determined the right ventricular lead was fractured. The interrogation noted an abrupt loss of capture, high impedance, short interval counts (sic), and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor.